Event description:
It was reported that during a percutaneous coronary intervention procedure stent damage occurred. The 75% stenosed target lesion was located in a calcified and moderately tortuous middle right coronary artery following predilation, a 3mm x 24mm taxus element stent was implanted in the right coronary artery. Then a 3mm x 12mm taxus element stent was expanded to 14 atm in the middle right coronary artery. The physician then performed a contrast study and intravascular ultrasound and found that the 3mm x 12mm taxus element stent was elongated. No additional intervention was performed on this stent. The procedure was completed with this device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device is combination product.device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).